Manufacturer narrative:
Returned device was received in poor physical condition. The lcd on the pcb was broken. The enclosure was heavily marked and scratched. Both covers were cracked and damaged and the line cord was worn. During the evaluation of the device. The damaged lcd on the pcb was to be the cause of the initial complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device had a defective display. Half the lcd half was black/ not readable. The product problem was observed during routine preventive maintenance. There was no delay in patient treatment.